Event description:
Approximately five days post-implant, the patient presented with a spinal headache. The patient was not demonstrating the same improved spasticity as he did during the trial. The patient was hospitalized. A (B)(6) study was done on (B)(6) 2014; the catheter was fully patent and connected. On (B)(6) 2014, a blood patch was done. The day after the blood patch, the patient¿s headache and spasticity were improved. The patient¿s status was reported as ¿alive-no injury¿. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).